Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have a broken main tube approximately 1.58 from the distal tip. A piece measuring proximately 0.133¿ x 0.164¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. Dislodged proximal clevis is the affected adjacent component. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end. The cannula accessory was also analyzed and found to have failed component as an incidental return. There is no reported complaint against this part. The seal was able to be removed from the instrument. The seal was inspected, and no damage was found.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the biomed called to report an incident occurred on (B)(6) 2023. By accident, the surgeon damaged a fenestrated bipolar forceps (fbf) instrument by a collision with another instrument at the end of the procedure. It had been difficult to remove the defective instrument out of the patient, but the surgeon managed to do so. The surgeon did not reach out to the technical support department in the moment of the occurrence. According to the biomed, there was no injury of the patient and or adverse procedure outcome occurred. The biomed called and asked how to proceed and the intuitive surgical, inc. (Isi) technical support engineer (tse) informed the caller to dispose the defective instrument since this is a user induced error and isi was not going to repair it. The procedure was completing as planned with no reported injury. Swiss medic user report was received with following additional information: during surgery, the instruments snapped into place and could no longer be moved. One part was inside the patient, but was recovered immediately. There was no serious consequences for the patient, user or third party. Intuitive surgical (is) clinical sales representative (csr) confirmed that no fragment fell into the patient due to the alleged issue. Europe post market surveillance specialist confirmed the tse received photos of the instrument on 19-dec-2023.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the instrument was disposed. A follow-up MDR will be submitted if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the proximal clevis has been dislodged from its normal position on the main tube and the main tube was also broken. This would have caused difficulty removing the instrument from the cannula as the wrist can no longer be straightened. .